Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of two leads. As a result, surgical intervention was undertaken on an unknown date wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated. During processing of this complaint, attempts were made to obtain complete device information. D6b is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.